Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high blower temperature alarm had occurred. The customer was not able to duplicate the reported issue, but the error code was confirmed in the event log. The remote service engineer (rse) provided the customer with the part number of the blower to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that a high blower temperature alarm had occurred. The customer was not able to duplicate the reported issue but the error code was confirmed in the event log. The remote service engineer (rse) provided the customer with the part number of the blower to order and replace. Per good faith effort (gfe) response, the customer replaced the blower assembly to resolve the reported issue. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.